Event description:
Insulin pump was noted to not be delivering insulin. The screen had gone blank although it is not known how long this had been the status of the pump. There had been no alarm to suggest failure of the pump to deliver insulin; the pump was discovered to be in this state while attempting to deliver a pre-meal bolus of insulin. After various attempts at pressing buttons, the pump screen activated and returned to normal functioning. Pt then recalled that this had happened one other time in the previous week, again without giving any alarm that this was happening. This failure resulted in no insulin delivery, and could have resulted in hyperglycemia, dka, etc. Pt called the manufacturer and was told that this is a failure of the pump to function normally and that a replacement pump would be shippped to them. Pt received the replacement pump (a re-crtified pump, not a new pump) with instructions for returning the pump to manufacturer. Pt got up during the night periodically for the next two nights to check the pump and to check blood sugar to ascertain safe blood sugar levels. This is the second recertified replacement pump pt has been sent. The first pump pt had purchased had to be replaced several months ago due to failure to operate normally related to battery functions.